Event description:
Implanting surgery was conducted on (B)(6) 2013. The device was implanted at 100mmh2o. The fluid did not flow through the valve, when the abdominal catheter was connected to the valve during the surgery. Although the surgeon tried to pump the device for some times, the fluid did not flow. Another product was used to complete the case. (B)(4) affiliate reported that as for (B)(4), there was no delay more than 30 minutes reported (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.